Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer reported that the system did not boot up and image storage was not possible due to an issue with the image disk. The philips remote service engineer (rse) downloaded the log file and confirmed the error. The issue was resolved by the in-house biomedical engineer who replaced the hard drive disk bay. A philips field service engineer (fse) visited the site and confirmed that the root cause was due to a disk bay malfunction. Philips has initiated medical device correction z-1151-2022 for this issue. The fse has implemented the solution on a later date. Analysis of the log file confirmed the malfunction regarding image disk problems. After implementing the solution by the fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.